Event description:
It was reported by the customer that a bd pyxis¿ es server had stations was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were not communicating. A technical support specialist connected to the es server, ran a query to determine if messages were queued at the es server, checked the patient or order example provided by the customer, and followed knowledge article to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue. E.1. Initial reporter facility: (B)(6).